Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-14-insufficient blood sample applied to strip (user) test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-2 blood glucose results after blood is absorbed. The expected fasting blood glucose test result range is undisclosed. The customer does not feel well and did report symptoms of dizziness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is date and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.